Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. An attempt to charge and boot the unit passed. The attempt to download receiver log passed. The receiver functional test was performed and passed. The log was downloaded and reviewed finding error related to the complaint. The receiver case was opened and an internal visual inspection was performed and passed. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwbbt. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.